Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the patient underwent a removal surgery due to post-op infection. It was reported that during the surgery the setscrew head stripped. The setscrew was removed using a bur. No additional patient complications were reported.